Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens implant procedure, the patient had and unexpected refractive outcome. The patient reported low visual acuity. It was noted that the iol could not be explanted due to fibrosis. Additional information has been requested; however, further information has not been received.